Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The rep reported that the patient had a "difference in feeling of stimulation". The patient had a colonoscopy, went into cardiac arrest, and required defibrillation. Technical services could not troubleshoot due to lack of access to product. The patient stated that this stated in the spring of 2018. Additional information was received from a manufacturer representative (rep). The rep stated that he could not make any changes to programming due to the charging issue described during the call. Repair replaced her recharger and the patient called to state that everything was back to normal and was declining further follow up. No further complications were anticipated/reported.